Event description:
The following information was provided by the initial reporter: 20 ga IV catheter appeared to be defective. Upon rn attempting to start IV to patient's lac and after attaching male adapter to draw patient lab work, rn reports patient's blood was coming out of the side of the IV catheter tubing and ended up all over the exam room floor.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383536 and lot number 5120888. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.